Event description:
It was reported that stent damage occurred. A non-bsc guide catheter was advanced to the lesion. A 32 x 2.50 promus premier¿ stent was selected to treat the target lesion. It was noted that the edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. A non-bsc guide catheter was advanced to the lesion. A 32 x 2.50 promus premier¿ stent was selected to treat the target lesion. It was noted that the edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the distal end of the crimped stent were distorted and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance when advancing to the lesion site. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues on the balloon and shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).